Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "random occlusion alarm" was not reproduced. Evaluation performed upstream occlusion testing and the device passed. A review of the event history log revealed ¿upstream occlusion!" Messages however it cannot confirm if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as false/ constant upstream occlusion. The cause of the condition was the ultrasonic sensor which was found out of intended range. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.